Event description:
Pt's father called to report his daughter was hospitalized at (B)(6) around 11:30 pm on (B)(6) 2009 for high blood glucose (no specific result reported). Upon arrival she received two liters of fluid and since this hospital did not have a pediatric endocrinologist she was transferred to (B)(6). They removed the device and gave insulin intravenously. A new device was then activated and was able to maintain normal blood glucose. She was released early morning.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's high blood glucose. As no product lot number was reported, it was not possible to review qualification records. The omnipod user's guide advises, "to avoid hyperglycemia (high blood glucose), check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."